Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a burning, hard thriving pain at the implant site when charging. The patient was also experiencing pain in her left buttock, which was the opposite side of where the implant was located. It had hurt to move. Stimulation was also intermittent. She stopped feeling stimulation and only felt it when she charged. Also, when she charged, it acted like a tranquilizer and it would put her to sleep. The patient inquired about an explant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient was implanted in her right butt cheek. The patient reported that when she charged up it ¿literally burned and hurt.¿ the problem started (B)(6) 2015. The patient stated that when she took it off or turned it off the pain increased more. It took about 5 hours for that pain to calm down. The patient felt the pain at the time of report and it was hurting. The patient stated that it was the same pain that the patient was implanted for. The patient stated that when she charged up the pain was there, couple of hours later when the pain stops she is good to go. Therapy does help the pain. The patient felt the burning right on top of the device. The patient felt the burning when she charged until the pain went away. The patient stated that the manufacturing representative told her that it could be because fluid got into the pocket when they put the battery in her. The patient stated that the manufacturing representative told her that they would probably give her another device because when she went to charge up from the wall, instead of charging, it would decrease the battery instead of increasing it. The manufacturing representative was going to change her implantable neurostimulator recharger (insr) antenna but she was out of town. The patient reported a broken external antenna. The patient felt a burning sensation when using the recharger antenna. Later it was reported that the device was interrogated. The issue resolved ¿spontaneous.¿ the cause of the event was not determined and it was noted that the event was not device related. The patient recovered without permanent impairment.

Manufacturer narrative:
References :the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37791, lot# serial# unknown, product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n504948, implanted: (B)(6) 2015, product type: accessory. Product ID: 37791, lot# serial# unknown, product type: recharger. The conclusion code and result code apply to the recharger accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2016 from the patient reporting that since last year (five months ago) their butt check got hot and painful when they were charging. Every time after they were finished charging, the pain and soreness continued. Also the recharger antenna got hot and was damaged. The patient stated that they had spoken with a manufacturer representative last year and was told to remove the antenna and let it cool off before continuing to charge. The patient spoke with the manufacturer representative again on the morning of the report. On (B)(6) 2016 the patient called back and stated that they had received their replacement antenna but it still not working. The recharger was reset but the issues did not resolve. The recharger screen was still blank.

Event description:
Additional information received from the consumer reported that the replacement recharger was not working and hadn't since it was received. The patient indicated that they had spoken with their healthcare provider (hcp) and discussed moving "one of the parts." The patient reported that "something may be wrong with the implant" and they would be seeing an hcp and afterwards provide an update.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97791, lot# n504948, implanted: (B)(6) 2015, product type: accessory; product ID 37791, serial# unknown, product type: recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.